Event description:
Reporter alleged being unable to get the lancet to eject from the device. When the nurse attempted to put the cap back on the device, the cap fell off and the nurse accidentally stuck herself. Reporter indicated the lancet device had been used twice on the customer prior to the nurses' finger being stuck. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.